Event description:
The following has been reported: "we have a pump that is beeping like a completed regimen but it is also beeping like a siren. I held the button and it will not shut off. I plugged it in and tried to shut if off but to no avail it will not turn off. Nurse (B)(6) found pump powered off today, she powered back on, no alarms". A preliminary review of the logs shows the following: fva drive accuracy issue. An active infusion was not delayed (per review of the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, it was confirmed having the alarm go off after rebooting pump. It was revealed during initial testing that the batteries were not charging correctly. An internal investigation was conducted and found no damage to the main pcba. Voltage was checked on main pcba for power entry and batteries with batteries with an independent power source and the charging bracket. It was revealed that the power entry had correct voltage going into the pcba with both power sources and the battery entry had inconsistent readings with the original battery packs in comparison to brand new set of battery packs. The new battery packs were kept in unit to charge and to try and reproduce complaint. New battery packs were able to hold a charge and didn't reproduce an alarm. Final acceptance test was conducted with new battery packs and passed. These tests confirmed the battery packs were the main problem. Two battery packs will be replaced during repair.